Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 04/2022).

Event description:
It was reported that approximately three-month post port placement, the device allegedly was unable to aspirate and the patient experienced pain. It was further reported that through x-ray examination revealed that the tip was allegedly migrated. Reportedly, the port was removed. The patient status was normal.

Event description:
It was reported that approximately three-month post port placement, the device allegedly was unable to aspirate and the patient experienced pain. It was further reported that through x-ray examination revealed that the tip was allegedly migrated. Reportedly, the port was removed. The patient status was normal.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: the device was not returned to the manufacturer for evaluation. Therefore, the investigation is inconclusive for the reported catheter tip migration and unable to aspirate issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.